Event description:
Cam ring fraction during insertion. Another surgical intervention was necessary.

Manufacturer narrative:
Cam ring fraction during insertion. Another surgical intervention was necessary. The implant chambers are massive damaged, which is due to overloading. The internal thread has been damaged during use. The insertion post was not returned. Further investigation is not possible. Dentist should have consulted instruction for use to prevent this from happen.